Event description:
Endoloop broke during surgery. Item number is ez10. There are two different lot numbers on the field. Lot #aw2952 or aw1734. Not sure which one broke. I normally use them 98% of the time for my lap appys. I used them on 2 cases yesterday and had issues with them. On the first case the knots unraveled / almost looked like it popped/ broke. On the 2nd case the suture popped in the plastic introducer with little to no tension. I have concerns that something is wrong with the sutures. The packages all said 2029 as the expiration date, and the first 2 were same batch code the 3rd was not the same batch code